Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a staple misfired during use. Therefore, a new unit was used instead.

Event description:
It was reported that a staple misfired during use. Therefore, a new unit was used instead.

Manufacturer narrative:
Qn#9b)(4). DHR review could not be conducted since the lot number was not provided. The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the staples appear to be aligned properly. The stapler was returned with 17 staples left in the cover block indicating that at least 18 staples were fired by the end user. The sample appears used as there is biological material present on the device. Functional inspection was then performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the staple was unable to form or close properly. The left side of the staple was below the forming tool when fired, preventing it from completely closing. This was repeated eight times with the same result. The sample was sent to the manufacturing site for further investigation and it was confirmed that the forming tool was defective, which prevented the staples from forming properly. Since the forming tool is a purchased part, the defective forming tool is a supplier related issue. Corrective actions were implemented to prevent this issue from recurring. Since the forming tool is a purchased part, the defective forming tool is a supplier related issue. Corrective actions were implemented to prevent this issue from recurring. The reported complaint of "unit misfired" was confirmed based upon the sample received. Upon functional inspection, the staples were unable to form or close properly. It was found that the forming tool was defective, which prevented the staples from forming properly. Since the forming tool is a purchased part, this is a supplier related issue. Corrective actions were implemented to prevent this issue from recurring.